Event description:
A consumer was treated in hosp for a corneal ulcer and "almost lost sight in their right eye" as a result associated with wear of focus night & day lenses. An eyecare practitioner has confirmed the occurrence of a central ulcer, approximately 1.5mm in size, that caused pain. Pre-event visual acuity reported as 6/6 and pt has not been seen since. Request has been made for additional info, however no further info is available at this time.